Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was scheduled to be treated with surgery (surgery to remove essure was scheduled to (B)(6) 2018). Essure was scheduled to be removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure (batch no. 64143, 641436) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included third trimester pregnancy, gravida ii, parity 3, vaginal delivery, twin pregnancy, poor sleep, vaginal bleeding, abortion, menses irregular with excessive bleeding, menstruation abnormal, abdominal cramps, dizziness, galactorrhea and blood dyscrasia. Previously administered products included for an unreported indication: depo-provera shot. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure was scheduled to (B)(6)2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: trailing coils: left (4), right (4) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: there appears to be partial patency of the right fallopian tube despite satisfactory essure positioning. Hysterosalpingogram in 8-12 weeks is recommended. 2. There is complete occlusion of the left fallopian tube with satisfactory positioning of the essure device. Pregnancy test urine - on (B)(6)2009: vis col. Most recent follow-up information incorporated above includes: on 17-apr-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Lot number newly updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant / migration of essure device location of device: I was told that it had moved. I do not know where') and perforation ('perforation nos') in an adult female patient who had essure (batch no. 64143- not valid, 641436-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included third trimester pregnancy, multigravida, parity 3 ((B)(6) 2002, (B)(6) 2009), gravida, parity 2, poor sleep, vaginal bleeding, abortion, menses irregular with excessive bleeding, menstruation abnormal, abdominal cramps, dizziness, galactorrhea, blood dyscrasia, weight normal, chronic back pain, hypertension, pain, contraception, miscarriage, cesarean section and cystourethroscopy. Previously administered products included for an unreported indication: percocet, amitiza, lidoderm external patch and depo-provera shot. Concurrent conditions included neck pain, cervical radiculopathy, musculoskeletal pain, lumbar spondylosis, hypertrophy of labia, ache, sneezing, scoliosis, human papilloma virus infection, breast cosmetic surgery, bone spur, chronic cervicitis, adenomyosis, turbinectomy, benign neoplasm of skin, vomiting and vaginoplasty. Concomitant products included cyclobenzaprine since 2011, lisinopril since 2013, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6) 2009, meloxicam since 2013 and oxycodone since 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and amnesia ("memory loss"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vision blurred ("vision /eye problems type: blurry"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstruation irregular ("period become kind of irregular"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts developed on ovaries") and was found to have weight decreased ("weight gain / loss (specify which one) lost significant weight"). In (B)(6) 2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), premature menopause ("hormonal changes describe: I feel like it has pushed me into menopause"), stress ("the stress from it all has been overwhelming") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure was scheduled to (B)(6) 2018, hysterectomy with bilateral salpingectomy and to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, pelvic pain, premature menopause, stress, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, migraine, headache, ovarian cyst, nausea, amnesia, dysmenorrhoea, dyspareunia, fatigue, vision blurred, weight decreased, menstruation irregular, hot flush and abdominal pain outcome was unknown and the abdominal distension, constipation and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, perforation, premature menopause, stress, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: trailing coils: left (4), right (4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: there appears to be partial patency of the right fallopian tube despite satisfactory essure positioning. Hysterosalpingogram in 8-12 weeks is recommended. 2. There is complete occlusion of the left fallopian tube with satisfactory positioning of the essure device; on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus and cervix, bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: active chronic cervicitis. Secretory endometrium. Myometrium with adenomyosis. Serosa without significant abnormality. Bilateral fallopian tubes without significant abnormality. Metallic coils present within fallopian tubes (gross evaluation only). Paratubal cyst identified. Labia, right, partial excision: benign polypoid skin, clinically vulvar hypertrophy.. Pregnancy test urine - on (B)(6) 2009: vis col. Ultrasound scan - in (B)(6) 2017: essure which is malposition at this point. Lot number 64143 is not valid. Lot number:641436 manufacture date:2009-05 expiration date:2012-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache, back pain, psychiatric problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs received. Reporter's information added. Event: perforation were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: I was told that it had moved. I do not know where") in an adult female patient who had essure (batch no. 64143, 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included third trimester pregnancy, multigravida, parity 3, gravida, parity 2, poor sleep, vaginal bleeding, abortion, menses irregular with excessive bleeding, menstruation abnormal, abdominal cramps, dizziness, galactorrhea, blood dyscrasia, overweight, chronic back pain, hypertension, pain and contraception. Previously administered products included for an unreported indication: depo-provera shot. Concomitant products included cyclobenzaprine since 2011, lisinopril since 2013, medroxyprogesterone acetate (depo-provera) since 2003 to (B)(6)2009, meloxicam since 2013 and oxycodone since 2012. In (B)(6)2009, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and amnesia ("memory loss"). On (B)(6)2009, the patient had essure inserted. In july 2009, the patient experienced alopecia ("hair loss"). In (B)(6)2009, the patient experienced fatigue ("fatigue"). In (B)(6)2010, the patient experienced vision blurred ("vision /eye problems type: blurry"). In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstruation irregular ("period become kind of irregular"). In (B)(6)2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6)2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts developed on ovaries") and was found to have weight decreased ("weight gain / loss (specify which one) lost significant weight"). In (B)(6)2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced pelvic pain ("pain"), premature menopause ("hormonal changes describe: I feel like it has pushed me into menopause"), stress ("the stress from it all has been overwhelming") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure was scheduled to (B)(6)2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pelvic pain, premature menopause, stress, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, migraine, headache, ovarian cyst, nausea, amnesia, dysmenorrhoea, dyspareunia, fatigue, vision blurred, weight decreased, menstruation irregular, hot flush and abdominal pain outcome was unknown and the abdominal distension, constipation and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, premature menopause, stress, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: trailing coils: left (4), right (4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6)2009: there appears to be partial patency of the right fallopian tube despite satisfactory essure positioning. Hysterosalpingogram in 8-12 weeks is recommended. 2. There is complete occlusion of the left fallopian tube with satisfactory positioning of the essure device; on (B)(6)2009: total bilateral occlusion. Pregnancy test urine - on (B)(6)2009: vis col. Most recent follow-up information incorporated above includes: on 19-apr-2019: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: I feel like it has pushed me into menopause and the stress from it all has been overwhelming. Abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety and depression. Migraines / headaches, reproductive system disorder or condition type of disorder or condition: cysts developed on ovaries, nausea, neurological conditions or problems type: memory loss. Dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vision /eye problems type: blurry. Weight gain / loss (specify which one) lost significant weight, gastrointestinal or digestive system condition type: bloating and constipation, hair loss, period become kind of irregular, hot flashes, abdominal pain, gi issues. Reporter information, concomitant drug, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / migration of essure device location of device: I was told that it had moved. I do not know where") in an adult female patient who had essure (batch no. 64143-invalid, 641436-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included third trimester pregnancy, multigravida, parity 3, gravida, parity 2, poor sleep, vaginal bleeding, abortion, menses irregular with excessive bleeding, menstruation abnormal, abdominal cramps, dizziness, galactorrhea, blood dyscrasia, weight normal, chronic back pain, hypertension, pain and contraception. Previously administered products included for an unreported indication: depo-provera shot. Concomitant products included cyclobenzaprine since 2011, lisinopril since 2013, medroxyprogesterone acetate (depo-provera) since 2003 to october 2009, meloxicam since 2013 and oxycodone since 2012. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and amnesia ("memory loss"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vision blurred ("vision /eye problems type: blurry"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and menstruation irregular ("period become kind of irregular"). In (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts developed on ovaries") and was found to have weight decreased ("weight gain / loss (specify which one) lost significant weight"). In (B)(6) 2018, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced pelvic pain ("pain"), premature menopause ("hormonal changes describe: I feel like it has pushed me into menopause"), stress ("the stress from it all has been overwhelming") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure was scheduled to (B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, premature menopause, stress, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, migraine, headache, ovarian cyst, nausea, amnesia, dysmenorrhoea, dyspareunia, fatigue, vision blurred, weight decreased, menstruation irregular, hot flush and abdominal pain outcome was unknown and the abdominal distension, constipation and alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, constipation, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain, premature menopause, stress, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: trailing coils: left (4), right (4) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: there appears to be partial patency of the right fallopian tube despite satisfactory essure positioning. Hysterosalpingogram in 8-12 weeks is recommended. 2. There is complete occlusion of the left fallopian tube with satisfactory positioning of the essure device; on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: vis col. Lot number 64143 is invalid. Lot number:641436 manufacture date:2009-05 expiration date:2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.